Event description:
Medics were treating an elderly pt who was in a code situation. The medics charged the unit and defibrillated the pt. When they charged the unit for a second defibrillation attempt, a "can not charge" message appeared on the unit's monitor screen. The medics turned the unit off and then on again, and defibrillated the pt a second time. The unit functioned properly for the duration of the code. There was no adverse effect on the pt.